Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was verified and attributed to a damaged pin on a connector on the flex circuit assembly. The flex circuit assembly was replaced to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device unable to connect to the attached eletrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.